Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 60seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications reported.